Manufacturer narrative:
The customer stated that blood drops were found near sample wash station and that the samples may have had cells floating on top. This condition can not be replicated or verified. A bci field service engineer (fse) confirmed that the hardware washing and draining system was operating within the specifications. As of (B)(6) 2010, there were no further calls to bci hotline for result problems on the immage analyzer. A root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high albumin (alb) results generated by immage 800 immunochemistry system for two cerebrospinal fluid samples. The results were reported out of the laboratory and were questioned by a pathologist. Subsequent testing produced lower results and amended reports were issued. There was no effect to the patient treatments.